Event description:
It was reported that, the patient¿s caregiver contacted support stating that supplies had been changed earlier in the day. After the supply change, the caregiver went outside, and upon returning noticed a notification indicating the patient¿s glucose levels were running high. The patient had eaten lunch and missed the announcement, and the caregiver noted the patient has difficulty remembering to announce meals. An occlusion alert was also observed, and it was determined that the patient had not been receiving insulin for approximately 1.5¿2 hours. The caregiver changed the infusion site, ensured insulin was flowing properly through the tubing, and confirmed the system was functioning as intended. Following these actions, the patient¿s blood glucose level decreased from a high of 375 mg/dl, which was confirmed with a glucometer, to 260 mg/dl. The caregiver inquired whether another supply change was needed. They were advised to allow more time and continue monitoring since glucose levels were trending downward. The patient and caregiver understood and agreed to monitor. During this event, blood glucose levels were affected, with levels outside the target range for approximately three hours. No back-up therapy, ketone testing, steroid injections, professional medical intervention, or additional assistance was used or required. No immediate health effects were reported. A follow-up call indicated that the patient¿s blood glucose had further decreased to 90 mg/dl with insulin on board. Guidance was provided to treat with fast-acting carbohydrates and continue monitoring, with instructions to call back if additional issues occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.